Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) device triggered red alert in latitude system due to v-tachy mode was programmed to value other than monitor plus therapy. Attempts to obtain additional information to find out reason of deactivation were unsuccessful. This crt - d device remains in service. No adverse patient effects were reported.

Event description:
Additional information received from the field representative indicated that that this patient's crt-d device was turned off intentionally before the patient died as the patient was already in dnr. There were no device allegations and no device issues involved in the patient death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).